Event description:
Patient with a previous proctocolectomy with ileoanal j-pouch, who presented for a takedown of their ileostomy. Dense adhesions were noted to the fascia, which were carefully divided without any injury to the bowel. The gia stapler was then used to come across the bowel proximal and distal to the ostomy. The sequential kelly clamps and ligatures of 2-0 vicryl were used to take down the mesentery without difficulty. The specimen was removed. A side-to-side functional end-to-end anastomosis was then performed using an 80mm gia stapler. There was no bleeding from the staple line. A ta 60 stapler was then used to close the enterotomy for the gia. A 5 cm anastomosis was created. A crotch stitch of 3-0 vicryl was then used to close the other end of the anastomosis. The postoperative period had intermittent episodes of recovery and then an ileus. Initial CT scan showed no evidence of any leak or infection. Ten days later, the patient became ill. Work-up included pect which showed a pulmonary embolus and cat scan of the abdomen showed an abscess. On entering the abdomen, the surgeon identified murky fluid. Examination of the ileostomy takedown site at this time showed staple lines appeared normal, but on the distal limb, there appeared to be a 3-mm hole, not near staple line and on the antimesenteric side of the bowel. Resection was performed of the anastomosis and ileostomy; post-op the patient was in ICU x 6 days. At this time the patient remains hospitalized and making slow progress. Health professional's impression: unclear. Post-op course complicated by anastomotic leak, requiring re-operation and ICU stay. No problem with the gia was noted by the surgeon at the time of the original procedure.manufacturer response for stapler, surgical, gia80 stapler, dst series gia: sales rep is aware; "will investigate".